Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The event was reported to have occurred within one week of (B)(6) 2015. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clear link extension set was leaking "where the soft tubing of the set connects to the hard distal plastic male connector." This occurred during priming. There was no patient involvement. No additional information is available.